Manufacturer narrative:
To date, the device has not been received for evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident that would have contributed to this type of failure, and therefore, there is no internally assignable cause for the reported problem. A review into the depuy mitek complaints system revealed no other complaints of any kind for this lot of 400 devices that were released to distribution. Historically, this type of failure mode has been attributed to technique, having had the device abraded against something sharp or hard (bone or cannula) during use in the body. We attribute this event to user technique. However, when the complaint device is received, it will be subjected to an analysis, and if the results of said investigation differs from this historically established root cause failure analysis, those results will be reflected in a follow up report.

Event description:
The caller is reporting a piece of black insulation fell into the pt's knee joint and was recovered by the surgeon. No pt consequence are being reported.